Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, plastic bits left and right between the sheath and the fan insert broke and detached from the device. A black plastic piece detached from the device at the sheath-insert joining point. The detached pieces were retrieved intraoperatively by the surgeon. No further details were provided regarding the patient outcome or current patient status. It is unknown if the device will be returned for evaluation.